Manufacturer narrative:
The reported event of backup operation was confirmed. As received, a device was returned with battery voltage ant end of service (eos) level for analysis. Review of the device image indicates the device triggered a false elective replacement indicator (eri) alert in the field caused by low voltage fluctuation. Final analysis found the backup mode consistent with exposure to electrocautery. Electrical analysis, further evaluation of the device, and longevity assessment did not identify other anomalies. The cause of the reported event of backup operation was isolated to the exposure of electrocautery.

Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the device was found in back-up mode. No interventions were performed for the backup but the device was explanted due to elective replacement indicator on (B)(6)2023.. The patient's condition was unknown.